Event description:
It was reported that the guidewire was difficult to remove. A fathom-16 guidewire and two 2x4 embold fibered coils were selected for use in an embolization procedure within the moderately tortuous superior mesenteric artery. Both coils were deployed successfully without any complications. Upon withdrawal, the fathom-16 guidewire became stuck in the coil nest. When trying to remove the guidewire from the coil nest, the guidewire stuck to what seemed to be the coil's coupler. A lot of force was used to detach the guidewire from the coil. Forcefully removing the guidewire resulted in pulling the end of one of the 2x4 coils out of position. The end of one of the 2x4 coils was protruding from the target location, and the end piece was straightened out of the coil's deployed shape. Nothing was done to correct the coil's position since the physician was concerned about getting the guidewire stuck again. The procedure was completed, and no patient complications were reported.